Event description:
It was reported that during an unknown procedure, on the fourth firing, the device cut the pulmonary artery without stapling. It was impossible to reopen the device; the users pulled it straight out, resulting in a delay in care and an increase in bleeding. The patient had a hemorrhage about 2.5l, requiring a transfusion. It was therefore of little low flow, implying a vital cardiovascular risk. It was not reported how the procedure was completed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.